Event description:
During a remote monitoring, episodes of myopotential oversensing were observed on the right atrial (ra) lead. Ra lead damage was suspected, but could not be confirmed, to be the cause of the event. Abbott technical support was contacted and recommended further investigation via provocative testing, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.